Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a severely tortuous and severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.